Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced the half height drawer, transferred all cubies to the new drawer, and the customer tested the drawer in inventory to confirm proper functionality and correct assignment of positions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, showed a failed to lock error; the customer attempted to recover the failed drawer, but it continued to display requires maintenance and despite rebooting the device and power cycling (unplugging for 2 to 5 minutes and reconnecting), the issue persisted and the drawer still failed to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused delay to the patient care. There were no adverse events or injuries reported due to this event.